Event description:
A report was received that the pt had her precision system explanted, due to an infection shortly after being implanted.

Manufacturer narrative:
The explanted device will not be returned to bsn for eval.